Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, a lay user/patient contacted lifescan (lfs) alleging that an onetouch ultra meter had a date/time incorrect issue. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The patient reported the incorrect time and date issue on the same day at 3 pm after she replaced the meter's batteries. As a result of the alleged meter issue, the patient reportedly took no actions towards her diabetes routine. The patient's symptoms of "clammy and sweaty" allegedly developed after the reported lfs meter issue began. It is unknown whether the patient sought any medical interventions or medical treatments after that. It is also unknown whether she tested her blood sugar before or after the reported symptoms. This was not a new out of box product. The issue was resolved after the meter was reset. The patient's products are being replaced. There is no evidence of a meter malfunction because the issue was resolved through troubleshooting; however, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the reported meter issue began.